Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. D6b: explant date: couple of years ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 2000021542.

Event description:
It was reported that all components were explanted due to an unknown reason and were discarded per hospital policy. No further information has been obtained despite good faith efforts.